Event description:
The patient's mother reported the patient's insulin infusion device displayed "77" on the screen while she was at home. The patient's mother stated the batteries had been in use for a couple of months. It was discovered the batteries were part of recall. The pt's mother stated she was aware of the recall but did not realize she was still using the recalled batteries. The patient's mother was educated on how to tell whether she is using a corrected battery. She stated she would insert a corrected battery pack into the device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.